Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the monitor shut itself off during a patient flight. The crew pulled the battery and put it back in and managed to get the monitor to work again. There was no reported adverse patient impact.